Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins battery started depleting faster. The patient stated that they normally charge once a week and by the next charge the ins would be at 40%. The patient stated they charged the ins on friday and by saturday the ins was dead. The patient had not changed his settings and had charged his ins to full. The issue was reported to have started a few weeks ago. The patient was redirected to their hcp. No symptoms were reported.